Event description:
It was reported that the customer was experiencing intermittent insulin delivery. It was also stated that the patient received a large 60 unit insulin delivery at once, and the customer required IV glucose, glucagon and lots of carbohydrates to treat. It was stated that troubleshooting was declined as the father only wanted to report the issue. It was stated that he was supposed to meet with a representative to have all of the supplies replaced. The customer has been instructed to remain off the insulin pump until everything is replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.